Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber tip was damaged at 233, 924 joules of use. Outcome: "no damages to the patient". Time expended: 25 minutes, 33 seconds.

Manufacturer narrative:
Failure analysis for fiber (B)(4): the fiber exhibited a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture rotated independently of metal cap; the glass cap exhibited severe devitrification at the output window; the metal cap exhibited mild burnt on detritus. Based on the analysis, the potential for forward firing may also exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.